Manufacturer narrative:
Article citation: bitterman, nir; simoviz, paula, tadmor, tamar, et al. Fat grafting after implant removal due to anaplastic large cell lymphoma may mimic recurrence. Imaj, vol. 21. August, 2019; 520-522. The events of lymphoma - alcl and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cd30+, alk- alcl; periprosthetic proteinaceous fluid collection.

Event description:
Journal article: "fat grafting after implant removal due to anaplastic large cell lymphoma may mimic recurrence." The article reports a patient diagnosed with breast implant-associated alcl who underwent a bilateral implant and periprosthetic capsule removal that resulted in breast deformity. The patient presented with unilateral swelling of the right breast. Affected side unknown. The device was explanted.